Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Instrument broken at the jaw. The instrument broke during an operation. The piece of the instrument that broke is approximately 5 mm and fell in the pt. The piece was retrieved with no extension of surgical time. No clinical consequences.